Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing pm noted that since the batteries had been replaced the month prior, the power supply had to be replaced to correct the issue. Subsequently, the stm completed pm service and performed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the batteries on the cs300 intra-aortic balloon pump (iabp) failed the runtime test. There was no patient involvement and no adverse event was reported.